Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. High rate atrial sensing was noted during device interrogation. This pacemaker remains in-service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.